Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. However, the pump was still functional. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.